Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) rep. Mentioned the pt had to charge their ins more frequently than in the past; pt used to have to charge their ins every other week, but now had to charge their ins about 2 times a week since a month or more ago. Pt rep. Mentioned the  rep. Had "been by the house in the past" for reprogramming. The patient was redirected to their healthcare provider to further address the issue.